Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is not returning evaluation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that unspecified vessel closure in the groin area was completed two years ago using a starclose se device. Reportedly, the patient, who is allergic to nickel, is having an allergic reaction to the starclose se clip. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event changed from (B)(6) 2013. (The first clip was implanted in (B)(6) 2013, an estimated date of occurrence will be entered as (B)(6) 2013). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects; however, the treatment appears to be related to the operational context of the procedure. The lot history record review was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information was received states: the patient has history of three starclose clips placed at the left groin. The patient has symptoms of numbness, inflammation, and swelling at left groin, and rash at area of arteriotomy that has been unsuccessfully treated with steroids, and tightness and pain in left leg. The patient was to have the starclose clips surgically removed on (B)(6) 2015. The surgeon who is doing the clip removal performed a presurgical ultrasound and stated that the clips are in the area where the patient has symptoms of rash and pain. No additional information was provided.